Event description:
Complainant alleged that the clinicians were setting-up the device in preparation for use on a pt (age and gender unk) when the clinicians observed a "status 56" error message on the device screen. No functions were available on the device. The clinicians were able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.